Event description:
International affiliate reported that the reservoir tore 13 days after being placed into service. Use of the device was discontinued at this time. There are no reported adverse pt consequences.